Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that it is questionable if the device has a performance issue as the battery depleted and was unable to be interrogated. It was noted that the device was implanted nine years ago and that the battery is reading eol (end of life) . The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.